Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a manufacturer's representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having problems keeping "it" charged and that they were in a lot of pain. When asked if they meant that they had issues with charging the ins or the controller the patient reported that "it's all of it". The patient noted that the battery was empty and it could be charged up one minute and then goes down the next hour or so. When asked if they were referring to the ins or controller battery level the patient said the ins "more so" but both depleted very quickly and there was "definitely a problem there". They called their healthcare provider and they were told it should last at least two weeks before they had to charge any of it. The patient had "other issues going on" and it was unclear if these issues involved the patient, healthcare provider, or manufacturer's representative. The patient reported that charging one hour per day had become too burdensome. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.